Event description:
New information received states the device was able to be interrogated after a device download was installed. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for normal follow up, the device could not be interrogated with rf telemetry. Interrogation was still unsuccessful when the patient used different merlin monitors. A firmware download will be performed when the patient returns to the clinic at the next follow up. No patient symptoms were reported.